Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples. Of the data provided, only the result for one of the patient samples was discrepant. The initial result was < 0.100 miu/ml with a data flag and was reported outside the laboratory to the clinic and to the patient. On (B)(6) 2017, the repeat result was 271.3 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 21015100 with an expiration date of 05/31/2018. A specific root cause could not be determined. Review of the provided analyzer alarm data indicated several liquid level detection (lld) issues on the day of the event. Review of the provided qc data found the qc had failed on the day of the event. The most likely cause of the issue was sample quality issues due to improper preanalytical procedures by the customer or insufficient maintenance of the analyzer.